Event description:
Information was received from a patient who was receiving prialt (ziconitide, snx-111) (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that their pump flipped and completed two doses of medication; each were three-month worth. The patient stated that they need to know how much time they have left on their pump before it was empty. The agent walked patient through how to find the estimated refill date on the personal therapy manager (ptm). The patient reported that the refill date was scheduled for 31 days out. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.